Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was explanted due to an increase in impedance measurements. It was further reported that the sensing lead was fractured.